Event description:
Revision surgery due to instability and luxation of the prosthesis. Sluggishness of the hinge mechanism and broken pe-insert was found intraoperatively. This issue was described in documents that we have received to case (B)(4) (revision surgery in (B)(6) 2016, your ref. 9613369-2016-00074).